Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were broken. Plunger lever was cracked and stuck all the way down, and would not open the flippers. The device has chipped top case corners, bottom case gasket damaged and cracked right plunger case. No alarms in error history log relating to reported problem. The reported issue was duplicated; the plunger lever was broken and could not open the plunger flippers due to impact or device mishandled. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue is a result of the customer's impact to the device. Beyond device repair, no further action will be taken on this issue. Reference the following warning statement found in the "important safety information" section of the operator's manual under the heading of "warnings": "never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." Also, reference the following warning statement contained in the "safety features" section of the operator's manual under the heading "maintenance and service" and "periodic maintenance: "dropped or damaged pumps: never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." Actions/repairs were done to correct the reported issue: replaced right plunger case. Performed power up process, preventative maintenance, occlusion test, and all functional tests which passed.

Event description:
It was reported that plunger sensor error occurred. No patient injury was reported.

Event description:
It was reported that plunger sensor error occurred. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were broken. Plunger lever was cracked and stuck all the way down, and would not open the flippers. The device has chipped top case corners, bottom case gasket damaged and cracked right plunger case. No alarms in error history log relating to reported problem. The reported issue was duplicated; the plunger lever was broken and could not open the plunger flippers due to impact or device mishandled. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue is a result of the customer's impact to the device. Beyond device repair, no further action will be taken on this issue. Reference the following warning statement found in the "important safety information" section of the operator's manual under the heading of "warnings": "never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." Also, reference the following warning statement contained in the "safety features" section of the operator's manual under the heading "maintenance and service" and "periodic maintenance: "dropped or damaged pumps: never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." Actions/repairs were done to correct the reported issue: replaced right plunger case. Performed power up process, preventative maintenance, occlusion test, and all functional tests which passed.